Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Upon 1st interrogation to upgrade software the device in box, I toggled through the usual questions available for up grade -yes, confirm device implant - no, requires upgrade- yes, device software will be updated- ok. Next the overview screen on the right side of dddr device looks like it has been interrogated- vvi 70 - 5v@0.50ms, 2.5mv- unipolar and had voltage drain- 3.08 - it would not complete the software upgrade, tried x 2 x 30 mins

Event description:
Upon 1st interrogation to upgrade software the device in box, I toggled through the usual questions available for up grade -yes, confirm device implant - no, requires upgrade- yes, device software will be updated- ok. Next the overview screen on the right side of dddr device looks like it has been interrogated- vvi 70 - 5v@0.50ms, 2.5mv- unipolar and had voltage drain- 3.08 - it would not complete the software upgrade, tried x 2 x 30 mins

Manufacturer narrative:
Please refer to the attached analysis report. H3 other text: the device was in the box not opened and the programmer files are enough to find the root cause.